Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that insulin pump alarmed error. The customer¿s blood glucose level was unknown. The customer was putting in date and time and insulin pump started giving error messages. Customer stated that insulin pump was not exposed to a high magnetic field. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 confirmed in history file due to force sensor flex tail not properly plugged in to electrical board.